Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Decrease in sensing, low impedance and high threshold were observed. Lead dislodgement was noted. The lead was replaced.